Event description:
It was reported that a patient with this neurostimulator wanted their implant battery swapped out from a rechargeable battery to a recharge-free battery. The patient noted that they can't charge their implant battery, and the device is not working for them; the issue has been happening on/off for the past year. The patient states it worked really well for them until they began having issues with charging. The patient has some memory issues and does not want to have to remember to charge their device. Also, it was noted that the patient has lost about 30lbs. The patient will reach out and contact their implanting physician to discuss options and possibilities of scheduling for an implant battery revision. The patient had an ins battery revision from a rechargeable type battery to a recharge-free battery. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with this neurostimulator wanted their implant battery swapped out from a rechargeable battery to a recharge-free battery. The patient noted that they can't charge their implant battery, and the device is not working for them; the issue has been happening on/off for the past year. The patient states it worked really well for them until they began having issues with charging. The patient has some memory issues and does not want to have to remember to charge their device. Also, it was noted that the patient has lost about 30lbs. The patient will reach out and contact their implanting physician to discuss options and possibilities of scheduling for an implant battery revision. The patient had an ins battery revision from a rechargeable type battery to a recharge-free battery. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.